Event description:
A report was received that the patient's ipg was unable to get a full charge. The patient will undergo a revision to replace the ipg and lead. The reason for lead replacement is unknown.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg and leads were replaced. The leads were revised for better coverage, no device malfunction was suspected on the leads. The patient was doing well after the procedure. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was unable to get a full charge. The patient will undergo a revision to replace the ipg and lead. The reason for lead replacement is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.